Event description:
Subsequent to the initial MDR, additional information was provided on 04/14/2026. Data was provided for investigation. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, around 3am, the patient¿s nephew noticed on the dexcom follow app that the patient had a cgm value of around 40 mg/dl. The patient was wearing an omnipod insulin pump. When the patient¿s nephew checked on the patient, he found her confused. It was reported the patient did not receive an alert from her dexcom mobile app alerting her to her hypoglycemic state. The patient¿s bg meter reading was 38 mg/dl. The patient¿s nephew gave the patient some reese¿s candy, peanut butter crackers, and milk. After approximately 15 minutes, the patient¿s bg meter reading increased to 91 mg/dl while the cgm was reading 86 mg/dl. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.